Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix mobile device. No accidental needle stick reported. No death or serious injury reported. Requested return of suspect device for evaluation.